Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer reported the in-line filter was leaking, and returned the affected sample and a picture. The picture helps to verify the sample received is accurate. Failure investigation on the sample found the filter to be occluded, and with excessive force from syringe pressure the occlusion was overcome. Blue dye fluid was loaded into the syringe, and this displayed a leak at the filter's air vent, verifying the complaint. The air vent membrane of the filter is the weakest seal within the filter, and thus the build up of pressure breaks the seal. The root cause is not the air vent membrane, but in fact the occlusion which causes the seal to fail. A device history record review could not be performed because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 10010454 batch/lot # unknown recently I have had two nurses bring me two different products that were in use on patients failed. One is the tri-fuse connector, one of the ends came off (broken below luer). The other is the 0.2 micron filter set, low sorb, which was leaking at the filter.